Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient has dementia and was unable to charge device enough or at all. There was no device malfunction suspected. The patient underwent a procedure wherein ipg was replaced with a non rechargeable battery. The patient was having no pain after programming, and the explanted ipg was kept by medical facility.